Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's power supply was replaced to address the issue.